Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that in the morning of (B)(6) 2017, the patient had developed a severe headache and was evaluated at local hospital and found to have a small intracranial hemorrhage (ich). During the time the patient was being transported by emergency medical services (ems) to the implanting center, the patient decompensated and the ems crew stopped at a local medical center. Upon evaluation, the patient was found to have a glasgow coma scale (gcs) of 4 and inr of 2.4. Vitamin k and kcentra was given to reverse the inr to 1.2. No lvad alarms were reported. The patient¿s skin was pink, warm and dry. The patient¿s blood pressure was 101/69 mmhg. The patient was intubated and admitted to the intensive care unit (ICU). A CT scan revealed that the ich had doubled from the initial scan. The patient was evaluated by neurosurgery but there were no plans for surgery at that time. On (B)(6) 2017, the vad clinician reported that the patient was doing ¿unbelievably amazing¿. The patient¿s neurological exam was normal except for blurred vision. The patient was still in the ICU and is recovering slowly, and was in need of rehabilitation. Heparin was restarted very. The patient had been off anticoagulation for about 2 weeks. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.